Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was converting the patient to total hip arthroplasty. The patient was experiencing pain and needed to remove a femoral neck system plate and screws. Nothing was broken. The 5.0 mm locking screw was stripped but was removed successfully. There was a surgical delay of 5 minutes. The procedure was successfully completed. This report is for 1 antirotation screw for femoral neck sys 75mm length - sterile. This is report 3 of 4 for (B)(4).